Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of set screw anomaly was not confirmed in the laboratory. Test leads were fully inserted and the set screws functioned normally. The sight cloudiness of the header epoxy at the connector bores result form the fine scratches to the epoxy created during the connector bore reaming process performed during manufacture of the device.

Event description:
It was reported that during implant the physician noticed something gritty in the set screw mechanism. The connector was washed and it seemed that something was in the screw again. The device was not used.